Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on the morning of (B)(6) 2026, the patient's sensor failed. The reporter is not sure what the patient was doing at school. She was told that the nurse found the patient in the bathroom, vomiting. Due to the failed sensor, the pump was not providing enough insulin. The reporter doesn¿t know what the cgm reading was prior to the failure. The nurse took a fingerstick and it was around 400 mg/dl. The nurse assisted the patient (unable to provide exact details) and called the ambulance. The patient was taken to the emergency room (ER) and arrived there at about 9:00 am. Upon arrival, they took a fingerstick which was high (cannot recall the exact value). They also tested the patient and confirmed he was starting to experience diabetic ketoacidosis (dka). The ER staff treated the patient with insulin via injection. At the time of the call, the patient was still at the ER and doesn¿t know when he would be discharged. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.